Event description:
A customer contacted beckman coulter inc. (Bci) stating they noticed smoke emitting from the luminometer within the access 2 portion of the unicel dxc 600i synchron access clinical system. There were no flames or fire and no injury to the user.

Manufacturer narrative:
The customer discovered that fluidics tubing had come unconnected and was dripping onto the luminometer below. The customer turned off the instrument after noting smoke. A field service engineer (fse) went on-site (B)(6) 2010 and replaced the luminometer, led emitter, I/o board and the backplane board. Fse also performed a preventive maintenance (pm) on the instrument.